Manufacturer narrative:
Date of event is estimated. During processing of this incident, further information regarding weight was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
See related manufacturer reference number: 1627487-2023-01366. It was reported that the left s1 lead was fractured into two pieces. Surgical intervention was undertaken on (B)(6) 2023 the system was explanted except for one piece of the fractured lead that was left in situ (see related manufacturer reference number: 1627487-2023-01366).